Event description:
This concerns a power wheelchair shoprider streamer sport model 888wa, the main serial number is (B)(4). The problem occurs during normal use. The chair safety instructions (#10) are: do not exceed any grade over 8 degrees (14%). During normal user, the chair tips back and is stopped from completely going over by the anti-tilt wheels on the back of the chair. The chair tipped backwards and was stopped by the anti-tilt wheels while going over a door threshold in the hospital. The chair has tipped back several times using a normal wheelchair access ramp. I react by quickly leaning forward to bring the front wheels back to the ground. I am afraid that the chair might tip all the way backwards causing an injury. If I am afraid, I wonder how someone who can not react quickly when the chair tips back could be affected. This item requires a doctor's prescription. The chair came from the scooter store. Dates of use: (B)(6) 2012 - (B)(6) 2012.